Manufacturer narrative:
Implant date is estimated as only the year of implant was provided.

Event description:
It was reported that the patient was revised due to infection. Only the insert was changed. Previous insert was implanted in 1992. No catalog number available. Poly implant showed signs of delamination.